Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient experienced hyperglycemia after a suspected failed infusion site while using the ilet, reached a blood glucose of 527 mg/dl for several hours, removed the ilet, and resumed a backup insulin pump. Symptoms included hyperglycemia without diabetic ketoacidosis or other acute complications. Outcomes included self-resolution to euglycemia without medical intervention, hospitalization, or assistance from others. Investigation included user interview and troubleshooting with education. Investigation of this case revealed the event was associated with infusion site failure and the specific root cause remained undetermined. It was concluded that the event was user-managed, with no injury, and the cause could not be conclusively determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.